Manufacturer narrative:
Device not yet received for evaluation. A follow up report will be submitted following the completion of the device evaluation.

Event description:
Baxter (B)(6) reports four broken fibers noted after the first reuse of the dialyzer at the onset of the pt treatment. No pt injury or medical intervention associated with this report.